Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was implanted and remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult clip deployment and actuator knob detachment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During clip deployment, unusual resistance was noted when retracting the actuator knob. Force was applied which resulted in the actuator knob detaching from the delivery catheter (dc) handle. The clip was deployed successfully. One clip was implanted, reducing the mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the difficult actuator knob retraction appears to be due to patient morphology/pathology (suboptimal transseptal puncture). The difficulty deploying the clip and actuator knob detachment/excess knob retraction appear to be related to the difficult actuator knob retraction, and thus procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.